Manufacturer narrative:
The unit had a blank display due to a corroded electronic assembly. The unit had a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube lip, a minor scratched display window, and broken battery tube threads. (B)(4).

Event description:
The customer called in to report that the insulin pump shut off and had a blank display. The customer stated that the device was worn in a damp pants pocket. The customer's blood glucose level was 140 mg/dl. The customer inserted a new battery and the display did not return and the device had a constant low tone. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.